Manufacturer narrative:
The device has not yet been analyzed. Without an analysis of the product, a definitive conclusion cannot be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following implant of this bioprosthetic valve, a hole was observed in one of the leaflets. This valve was then explanted and replaced. No other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the returned product specimen was visually examined. All leaflets were found to be flexible. All commissures and the right and non-coronary cusps were found to be intact. A large tear in the belly of the left cusp appeared consistent with a puncture or laceration by a sharp instrument such as forceps. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Per medtronic procedure, inspection test methods valve assemblies and valved conduit, each hancock ii valve undergoes a coaptation test to ensure the cusps meet the tissue characteristic requirements (i.e. Damages, tear, etc.). Also, each hancock ii valve is 100 percent inspected during final inspection on tissue characteristics and damages. Based on the received information and analysis results of the returned device, the clinical observation (tear), was confirmed. The potential root cause of the tear has been attributed to the implant procedure contact with a sharp instrument. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.